Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure (ess205) inserted for female sterilisation. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esssure removal). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: insertion date given in pif (B)(6) 1905. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure (ess205) inserted for female sterilisation. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esssure removal). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: insertion date given in pif -(B)(6) 1905 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil remained embedded in the uterus, at the cornua') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included left lower quadrant pain, uterine pain and pelvic pain. In 2013, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, surgical; with removal of adnexal structures (partial or total oophorectomy and/or salp). Essure (ess205) was removed on (B)(4) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure (ess205). The reporter commented: insertion date given in pif -05jul1905. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 19-nov-2018: 1. Essure devices are present in each fallopian tube. There is slight kinking of the left essure, significance uncertain. The right essure is unremarkable. 2. Bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: medical record received: event 'essure removal' was updated by 'the coil remained embedded in the uterus, at the cornua'. Medical history, removal date, lab data, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.